Event description:
It was reported that, this pacemaker exhibited undersensing leading into overpacing due to inappropriate atrial tachy response (atr) as the patient was having a true supraventricular tachycardia (svt). This device remains in service. No adverse patient effects were reported.